Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through an anonymous post-market survey of percutaneous transluminal angioplasty (pta) catheters that out of two hundred and eighty-five total treatments, five were unsuccessful in femoral, five were unsuccessful in popliteal, ten were unsuccessful in tibial arteries, thirty seven occurrences of flow-limiting dissection and two occurrences of distal embolization which required intervention. The current status of the patient(s) was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through an anonymous post-market survey of percutaneous transluminal angioplasty (pta) catheters that out of 285 total treatments, 5 were unsuccessful in femoral, 5 were unsuccessful in popliteal, 10 were unsuccessful in tibial arteries, 37 occurrences of flow-limiting dissection and 2 occurrences of distal embolization which required intervention. The current status of the patient(s) was not provided.